Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was broken and the drug leaked from the outer plastic shell through the upper nozzle. This was observed during preparation of the fluoride device. There was no patient involvement. No additional information is available.